Event description:
The covidien customer support engineer (cse) reported that the 840 ventilator stopped cycling. No pt involvement. The cse inspected the device and replaced the breath delivery unit cpu pcb. The unit passed extended self-testing.